Event description:
It was reported that a user experienced an episode of elevated blood glucose while using the ilet system, with a noted alert threshold of 275, and a fingerstick confirmation could not be completed; the agent guided the user through a site-only change with no abnormalities observed, after which the glucose trended down to 247. Symptoms included hyperglycemia. Outcomes included no hospitalization, with glucose trending downward during the interaction. Investigation included technical support troubleshooting and user education focused on site assessment and workflow review. Investigation of this case revealed no device malfunction observed during the call and no confirmed sensor or infusion site failure, with glucose improving following the site-only change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.